Manufacturer narrative:
Corrected information: report source: user facility, company representative. Additional information- device evaluated by MFR. Investigation summary: a review of the documentation, device history record, complaint history, instructions for use(IFU), drawings, quality control, manufacturing instructions, visual inspection and functional testing of the returned device were conducted during the investigation. One catheter was returned with biomatter present. The suture was intact. 2 threads were visible between the mac-loc and cap. The cap was secure to the mac-loc (was not able to untwist). The tubing was unable to be pulled or twisted within the cap. The mac-loc lever was returned down, but not completely locked. No cracks or defects were observed on the proximal assembly. The catheter was clamped with hemostats in order to pressurize the proximal assembly. Water leaked immediately out of the lock. The mac-loc was then placed in the locked position. A pressure of 7.8 psi was held for approximately 2min with no water drops forming or falling. The failure mode was unable to be duplicated. Additionally, a document based investigation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no other non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, following placement of the ultrathane mac-loc locking loop multipurpose drainage catheter, the device was observed to be leaking around the hub area; specifically, it was the area where the mac lock connects to the hub. This necessitated the removal and replacement of the device. The circumstances surrounding the usage and handling of the device prior to the leak were not reported. The product has been received for evaluation; however, as of the date of this report, the investigation is still pending.